Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The visual inspection of the tasp bottom confirmed that the central post fractured off the tasp. All the pieces were returned for investigation. There were cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot has been in the field for four years. It is unknown for how many times the device has been used. The device history records were reviewed were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The complaint was confirmed as the device was returned fractured. The device is considered conforming due to its extended field life and unremarkable manufacturing records. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The tasp construct includes the tasp top, bottom, shim and the tibial sizing plate. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Therefore, the root cause is tied to the design of the device. Review of device history records found no deviations or anomalies that would cause or contribute to the reported event.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the device broke during a surgery. All pieces were returned.